Event description:
No blood glucose levels reported. The customer was hospitalized last year. The details of the hospitalization were not provided. The customer would like to have the insulin pump replaced. The customer was advised that it was necessary to troubleshoot the insulin pump prior to replacement. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).